Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non- emergency treatment was completed as planned on the same system without issues as the boot up issue occurred only during restart. A philips field service engineer inspected the system and initially replaced the disk bay in the host pc. However, the host pc continued to experience boot-up issues after a restart. To resolve the problem, the engineer decided to replace the entire host pc, including a new disk bay. After completing the replacement and power cycling the system from the electrical panel, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.